Event description:
St. Jude co. Mitral valve (model #31mj-501, serial number (B)(4)) malfunctioned when heart surgeon, dr. (B)(6), implanted the mitral valve on (B)(6) 2013. Dr. Examined/evaluated the valve 3 times during the surgery in his attempts to get the valve to function properly, and finally decided to remove the valve and replace it with a pig valve. Because the st. Jude mitral valve malfunctioned after initially being implanted by dr. (B)(6), and had to be replaced, the surgery took 10 hours instead of the planned 4 hours, and the patient, mr. (B)(6), never recovered. Mr. (B)(6) died 35 days after surgery.